Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarms occurred. Customer resolved issue prior to contacting tandem technical support, so troubleshooting was not performed. Customer successfully resumed insulin delivery. Reportedly, the customer could not charge pump battery. Customer was able to charge pump using different wall adapter. Customer's blood glucose was 222 mg/dl.